Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited low r-wave amplitudes following system implant. The electrode was repositioned multiple times, however the r-wave amplitude remained low. The system then encountered difficulty inducing ventricular fibrillation (vf). A second attempt was made to perform defibrillation threshold (dft) testing, however external defibrillation was required. Currently this system remains in service and will continue to be monitored. No additional adverse patient effects were reported.